Event description:
One touch ultra meter would power off during use. On an unknown date/time, the patient developed symptoms of 'frequent urination". The patient was last able to test with the meter about a week ago. The patient received glucose treatment from emergency service on an unspecified date/time. The customer care advocate (cca) verified that the patient had not changed the meter's battery for over a year. The cca noted that the meter's battery was correctly inserted but was unable to resolve the power issue. The meter, test strips, and control solution were replaced. This complaint is being reported dud to the following conclusion: the patient was unable to test with the meter because of the power issue. The patient ultimately received medical treatment for hypoglycemia. The power issue was unresolved. It is unknown what the patient's blood glucose was at the time of the visit to the healthcare professionals.